Event description:
"On (B)(6) 2011, the (B)(4) at maquet (B)(4) reported that after performing preventative maintenance on the hcu 30 serial number (B)(4), the main side temperature was increasing very slowly. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A evaluation of the device by the service technician at the ssu revealed that the shunt valve was not closing/was defective and caused the reported problem. The shunt valve was replaced. (B)(4)."